Event description:
Caller reported experiencing an alarm 2 followed by alarm 26, associated with occlusion events that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l) and the cgm did not read ¿high.¿ the customer resolved the issue by switching back to the tslim pump using the same infusion set along with a different cartridge and resumed insulin, and has not experienced further occlusions since making the switch. The customer requested a replacement pump due to frequent occlusion issues, and cts transferred the case to clss for further resolution. Pump is being replaced. Reportedly, customer will use back up pump for insulin therapy until the replacement arrived.